Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 25/apr/2024.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported "ruptured". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported "ruptured". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is related to the reported event rupture received on april 04, 2024, with lot number 2591631. Based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported "ruptured". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported "ruptured". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.